Event description:
Customer reported that images looked flat and lacked detail. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation, changed the brightness and contrast setting in the orthopedic profile from 0 to 4. Image quality is now more to the customers liking. System operating as intended.